Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports that she developed reddened open area around stoma approx quarter inch in diameter at 10 o'clock position that is very painful and drains. States has purple halo around open area. States doctor ordered to use over the counter desitin on area but has never seen area. States removes appliance in shower and washes with soap and water then dries skin and has applied sh powder to skin. Alternately has also tried antibiotic ointment to skin. States leaves appliance off most of day to allow to heal. Discussed skin care and referred to wound care nurse for eval.